Event description:
On (B)(6) 2026, I was hospitalized in the iccu at (B)(6) hospital in (B)(6), japan after my dexcom g7 continuous glucose monitor failed to detect severe hyperglycemia, resulting in a delayed diagnosis of diabetic ketoacidosis. My device reported normal blood glucose readings of 90 to 105 mg/dl for 24 to 28 hours while my actual blood glucose was 396 mg/dl upon emergency room arrival. I submitted a formal product liability claim to dexcom on april 18, 2026, which was assigned to (B)(6) insurance company (B)(6), claim #(B)(6), examiner (B)(6). I was in japan when I went into sever dka. I notified dexcom when I returned home to the united states. Dexcom told me that they were going to submit this to the FDA but I am doing it again to make sure that this is documented. Thank you.